Event description:
It was reported that the patient had difficulty charging the ipg. It was also reported that the current programs are not covering the patients pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.